Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a syncopal episode approximately six weeks post implant of the implantable pulse generator (ipg) system. The right ventricular (rv) lead exhibited high thresholds. A lead revision was performed and the lead was placed further into the ventricular. The physician suspected the patient may have had a myocardial infarction which resulted in the need for higher outputs. No further patient complications have been reported as a result of this event.